Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the patient's current implant was placed in 2015 and it's for her lower back down both legs. The patient stated she does not get coverage down back and across hip only way to get coverage is when she lays down flat on back down one leg to her knee. The patient stated where stimulation goes into her spine she just feels pressure. The patient also stated "they moved this ins up". The patient stated she has had 6 surgeries, some being malfunctions. Patient did not have dates or exact issues of all these surgeries. Patient stated 3 surgeries being new ins implants. The patient stated there was a lot of pressure when she tries to increase the stimulation. The patient stated if she lays flat on back and she only gets coverage on one leg. Patient stated she had problems with leads in the spine. The patient also stated she had "spinal fusions and all". The patient stated she can feel from t he left hip not quite to knee cannot feel across their back or down their back. Patient stated it used to go down their feet but stopped now because of all the damage they told patient it wouldn't go down to the feet. Patient stated when increasing stimulation only feels pressure in the spine and not the normal stimulation. No further complications were reported. No additional patient symptoms were reported.